Manufacturer narrative:
This report is submitted on 19 august 2020. Attachment: [171402-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on may 07, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The device was explanted (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.